Event description:
Healthcare professional (hcp) reports a pt reaction to the psn membrane. The incident occurred during the pt's first exposure to the membrane, approximately 15 minutes into the treatment. The pt experienced sneezing, itching, shortness of breath, wheezing, chest pain and was anxious. At the time of the reported incident, the dialysis treatment was stopped and no blood was returned. The pt was treated with oxygen, benadryl and epinephrine (dose unknown). Due to continued respiratory distress, 911 was notified. Upon their arrival, the pt received an albuterol treatment and was transported and admitted to the hosp. The pt was hospitalized 04/29/00-04/30/00. Per the hcp the pt has fully recovered and has been switched to an alternate membrane.